Event description:
It was reported to vyaire medical that the bellavista1000 has affected parts (unspecified). Customer confirmed that the issue happened during engineer inspection. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, logs shows alarm 315 "technical failure 315 - inspiration valve or device leaky". Vyaire tech support confirmed that the power board is defective. Advised customer to order part for replacement. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: additional information: d3 results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective flyback diode on the power board electronics hardware revision 6. As a resolution, initiated power board replacement.